Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional four proglide devices referenced are filed under separate medwatch report numbers. User facility medwatch report #mw5113511.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aortic repair procedure. Reportedly, a cuff miss occurred with the first two proglide devices. Two additional proglide devices were attempted, but the sutures pulled out of the anatomy [knots were formed/intact but failed to capture the target vessel]. A fifth proglide device was used, but a cuff miss occurred. The sheath was upsized to a sheath size greater than 8f and the interventional procedure was completed. After the procedure, a surgical cut-down was used successfully to achieve hemostasis via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. User facility medwatch also received states: "five proglide/perclose devices were used at the beginning of the surgery. The first one misfired. Upon completion of the surgery, two of the other four malfunctioned. This resulted in significant blood loss and repair of the femoral arteries." Follow-up information clarified that the repair of the femoral arteries was referring to the surgical cut-down that was ultimately used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.